Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
1 of 2 reports (same patient, different events). Other mfg report number: 3013886523-2023-00064. A facility reported: "within 12 hours of the operation, the patient developed a rapid meningitis response. Csf sampling revealed a wcc of 291/l, 70 per cent of which were lymphocytes, with a rcc of 638/l. Csf glucose and protein were normal. Csf leucocytosis didn¿t normalise with removal of the shunt and replacement with a bactiseal external ventricular drain, followed by a two-week course of empirical intravenous antibiotics and subsequent intrathecal antibiotics. Her peripheral blood samples revealed an eosinophilia at this time, and none of the csf sample analysis revealed any causative organism on microscopy or culture." Physician reported that at this stage, a silicone allergy was diagnosed. This was discussed with the immunology team, who reported that no specific testing could confirm this allergy. A silicone-free shunt was successfully inserted without complication or subsequent meningitis and the patient is currently symptom free. History of patient: the patient had required multiple shunt revisions throughout childhood, and at the time of presentation, it had been five years since her most recent revision. She presented with a wound breakdown over the shunt site after sustaining trauma to the area. A new bactiseal vp shunt was placed, and the patient subsequently had a number of episodes of headache, neck and abdominal pain, and vomiting ¿ symptoms of shunt malfunction. Four months after the shunt insertion, there was a marked fibrotic reaction along the course of the shunt, and an area of wound dehiscence over an incision on the chest wall. This prompted a shunt exploration. The ratio of csf white cell count (wcc) to red cell count (rcc) was elevated, with a csf wcc of 9/l and a csf rcc of less than 1/l. The shunt was removed and empirical antibiotics were prescribed given the clinical suspicion of infection. The csf wcc returned to normal, and a new vp shunt was placed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.